Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was fluid leakage into the heater tray of the homechoice cycler. This occurred during dwell one of four of peritoneal dialysis therapy, and the patient was connected at the time of the event. There was nothing unusual found during troubleshooting that caused or contributed to this event, and the patient could not identify where the source of the leak was. The technical service representative assisted the patient with clearing the alarm and ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.